Manufacturer narrative:
Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8362602. Common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8362602. Common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8372331.

Event description:
Related manufacturer report number: 1627487-2022-05524. It was reported that the patient's ipg pocket was full of fluid and has clear fluid dripping from the insertion site of one of the drg leads on the left side of the patient's body.  The patient was given antibiotics, and had their surgeon revise the lead insertion hole, but the issue persisted. As a result, the patient's system was explanted and the patient was given antibiotics.

Manufacturer narrative:
It was reported to abbott that the patient's ipg pocket was full of fluid and has clear fluid dripping from the insertion site of one of the drg leads on the left side of the patient's body. The patient was given antibiotics, and had their surgeon revise the lead insertion hole, but the issue persisted. The patient's system was explanted and the patient was given antibiotics to address the issue. The infection cleared up. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information received indicates that the patient had an infection which had cleared up.